Event description:
It was reported that during an implant attempt, there was accidental puncture of the femoral artery. Venous access intended from the right side, puncture of the femoral vein was not possible. Small catheter placed into the artery access temporarily and implant then done. The arterial puncture was closed in the standard way. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).